Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced hyperglycemia on (B)(6) 2026, with levels remaining elevated for one to two hours and the patient got treated with insulin pump. No further information is available.